Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an endometriosis procedure, in the beginning of the surgery, one of the jaws broke. This problem happened in the first minute of the surgery. The broke part fell into the patient but it was retrieved immediately. The patient did not have any damage. Unknown how case was completed.